Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD)'s shock counter was displaying an incorrect value due to a bit flip error. The shock counter was able to eventually return to normal and no further action was taken. The s-ICD remains in service and there were no adverse patient effects were reported.as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.